Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the assistant doctor disassembled the tracheotomy tube and accessories for inspection, the assistant doctor found that the instrument had quality problems, and the inflated balloon was leaking air slowly. The assistant doctor immediately replaced the instrument with a new set of consumables and continued the tracheotomy operation. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.